Event description:
It was reported that a peritoneal dialysis (pd) patient experienced the cycler powering down during an unknown phase of treatment. The display went blank. There was an outlet issue and the cycler power cord was burnt. The power cord was securely plugged in and the power switch was switched on. There was no sound when the ok/stop buttons were pressed. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that the power plug was burned. The patient stated that it occurred while sleeping and bright flash woke the patient and patient contact up. The patient stated there was a burning smell and smoke. The patient was instructed to remove the cord from the outlet and found the outlet and cord to be discolored and burned. No other components were found to be damaged. The patient confirmed being connected at the time of the incident and there was no harm to incurred because of this malfunction. Additionally, the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the old cycler has been picked up and returned.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there were no visual indication of particulates, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A pre accelerated stress test (ast) 15 min 1000ml simulated treatment (self-test) was performed and completed without alarms or failures. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a hipot test and voltage check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The pump b mushroom head was found to be cross-threaded on its shaft. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced the cycler powering down during an unknown phase of treatment. The display went blank. There was an outlet issue and the cycler power cord was burnt. The power cord was securely plugged in and the power switch was switched on. There was no sound when the ok/stop buttons were pressed. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that the power plug was burned. The patient stated that it occurred while sleeping and bright flash woke the patient and patient contact up. The patient stated there was a burning smell and smoke. The patient was instructed to remove the cord from the outlet and found the outlet and cord to be discolored and burned. No other components were found to be damaged. The patient confirmed being connected at the time of the incident and there was no harm to incurred because of this malfunction. Additionally, the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the old cycler has been picked up and returned.